Manufacturer narrative:
The device was returned fully deployed with no damage to the soft cannula. Insulin was observed exiting the distal tip of the soft cannula after rotating the ratchet gear. No problems were found that could cause high blood glucose levels. No abnormalities or deficiencies were found with the device. There was no damage to the cannula or housing that could cause insulin to leak during wear.

Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 4 and 24 hours on the back. Patient noticed that her bg levels started to rise after she ate lunch and reported that the pod was leaking insulin. After removing the pod, she noted that the cannula appeared to be bent "at a 90 degree angle". As treatment, she gave herself a correction bolus via manual injection.